Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photo and one device. A visual inspection of the returned photos noted: the first photo depicts the instrument with the handle on ratchet and the jaws closed. The second photo depicts the digital clip counter displaying the number eleven. The instrument was received partially applied with ten clips remaining. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Please note that the information for use brochure which accompanies each product shipment cautions the user such as when firing the instrument, squeeze the handle firmly as far as it will go. Failure to squeeze the handle completely may prevent the jaws from opening. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while ligating the artery during a laparoscopic cholecystectomy, the jaws of the device lock onto the tis sue. They used extra port to remove the jaws from the tissue. It was also reported that they used shears to cut the cystic artery. This resulted to extend surgical time of more than 30 minutes.

Manufacturer narrative:
(B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while ligating the artery during a laparoscopic cholecystectomy, the jaws of the device lock onto the tis sue. They used the extra port to remove the jaws from the tissue. This resulted to extend the surgical time of more than 30 minutes. There was no patient injury.